Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a total of nine cartridges were returned to animas: one opened, and eight unopened. A visual inspection of each cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed on each returned cartridge with no failures observed. A retain sample cartridge of the same lot was also tested, with no failures observed. There were no failures observed during incoming lot inspection. The complaint of difficulty in cycling the cartridges could not be confirmed or duplicated on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that with two different cartridges from the same box, the cartridge was difficult to cycle and she subsequently experienced elevated blood glucose (bg) over 400mg/dl with ketones and nausea on (B)(6) 2014. The patient stated that she then used a third cartridge from a different box without issue. The patient reportedly remained on the pump and delivered boluses to bring her bg down. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy associated with a cartridge issue.

Manufacturer narrative:
The cartridges have not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.